Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. A review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that there was a hole/cut in the hose of the motor device. It was noted that the hose was damaged. It was further determined that the device failed pretest for safety assessment, loctite and cable assessments. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.